Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the endoscopic image of the subject device was displayed intermittently and grainy, also there were lines on the image. Olympus australia checked the device and found that there were the lines on the image and image was grainy. Also, the image flickered while the video connector of the endoscope which was connected to the subject device was moved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The probable cause is as follows. This could have been caused by a dirty electrical contact on the video connector or by a faulty lock on the video connector that prevented it from making a stable connection to the endoscope. It is presumed that 7 years or more have passed since the device was manufactured, and that failure due to repeated use for a long period or attempting to pull out the video connector without lowering the lock release lever led to loosening of the lock of the endoscope connector. If additional information becomes available, this report will be supplemented.